Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system issue of no audio could not be confirmed. The philips field service engineer (fse) could not confirm the customer's device issue. After the system investigation the system was placed back into service. Reporting address state - 13.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the system alarm is not functioning. The device was in use on a patient at the time of event, there was no adverse event reported.